Manufacturer narrative:
Correction: disregard the initial report MFR report # 2016493-2025-74633. After further review of reported issue, it has been determined that the failure mode reported is not a reportable failure mode. This MDR has been submitted in error.

Event description:
It was reported that the hospital had identified one pump with "a stripped screw". There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the hospital had identified one pump with a pressure sensor disc failure and a stripped screw.